Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report no delivery alarms. The customer's blood glucose level was unknown. The customer stated that she kept changing the infusion sets and that did not work, so she reverted to manual injections. The customer performed manual prime and insulin exited. The customer reported that 6 to 8 months prior to this call, she was hospitalized due to a high blood glucose level of 500 mg/dl; customer also had a bent cannula. The customer was unable to troubleshoot. The insulin pump was not replaced or returned for analysis.